Event description:
It was reported that the patient¿s pump alarmed approximately 1 month prior to the report. The patient presented to a healthcare provider (hcp) approximately 1 week following the alarm who stated ¿well, there¿s still medication in the pump, but it doesn¿t seem to be working right, its ok, we¿ll leave it, we¿ll worry about it next month when you come in for a refill¿. The patient¿s managing physician had retired so the hcp that the patient went to was ¿completely clueless¿ with how the device system worked. The caller stated that the patient had been without medication for over a month and ¿it is not pumping medication into her system¿. The caller stated that the patient ¿has been completely writhing in pain now for over three weeks¿ and had no falls or trauma. The patient was scheduled for a pump refill on (B)(6) 2013. The hcp wanted to schedule the patient for an MRI to look at the pump. The patient and caller requested to see a more experienced hcp. The device system delivered morphine and possibly fentanyl ¿at one point¿. It was later reported that the alarm was a critical alarm and was currently going off every 20 minutes. The patient was in writhing pain and developed a new ¿radiating pain¿ along both sides of her spine that radiated from her lower back up into her shoulders. The radiating pain began the afternoon prior to the report; however, the patient had been complaining about ¿a couple things the last couple of days¿. The caller also believed the patient may have been having some withdrawal from the morphine. The patient had not followed up with the hcp and continued to seek a more experienced hcp to manage the pump. The caller was to take the patient to the emergency room (ER). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).